Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
D10: (B)(6), 201-78-80 - 3" trocar, hex 2pk; (B)(6), 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5; (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t; (B)(6), 200-07-29 - advanced patella 29m 3 peg implant; (B)(6), 201-78-80 - 3" trocar, hex 2pk; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 201-78-80 - 3" trocar, hex 2pk. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.